Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio removed the analog pcb assembly for further examination and determined that the cause of the reported issue was that field effect transistor (fet), designator q4, was electrically open between gate and drain. The customer was provided with a replacement device.

Event description:
A third party service agent contacted physio-control to report that the customer's device had a service wrench present on its readiness display.  There was no patient use associated with the reported event.  The third party service agent then sent the customer's device to physio-control for evaluation.  Upon evaluation of the customer's device, physio observed an intermittent partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock being delivered during testing.